Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have unexplained high blood glucose of 281 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reports that cannula had been bent in the past. Customer was not able to complete troubleshoot and will call back to perform high pressure test. Customer was advised to contact healthcare professional regarding high blood glucose. No further information provided.